Manufacturer narrative:
A service engineer (se) inspected the device and found relevant errors in the diagnostic logs but was unable to duplicate the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and was inoperative. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.